Event description:
It was reported that removal difficulties were encountered. The patient presented with acute myocardial infarction. The 80% stenosed target lesion was located in the non-tortuous and non-calcified left anterior descending artery. A 4.0mm x 15mm quantum maverick balloon catheter was advanced for dilation. However, there was difficulty advancing the device on the lesion site and difficulty pulling back the balloon. The device was successfully removed and the procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient status was stable.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
E1 initial reporter address 1: (B)(6). (E1) initial reporter first name, initial reporter last name and initial reporter phone: corrected.

Event description:
It was reported that removal difficulties were encountered. The patient presented with acute myocardial infarction. The 80% stenosed target lesion was located in the non-tortuous and non-calcified left anterior descending artery. A 4.0mm x 15mm quantum maverick balloon catheter was advanced for dilation. However, there was difficulty advancing the device on the lesion site and difficulty pulling back the balloon. The device was successfully removed and the procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient status was stable.